Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when approaching the left atrium with the the sheath and attempting to draw back blood, air was continuously aspirated, so the device was removed from the body and replaced to resolve the issue. The case was completed with pulsed field ablation.

Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour steerable sheath with lot 0012965470 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. The handle, shaft and sideport were intact with no apparent issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.05259 psig. The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was 0.00918 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported air ingress issue was not reproduced during testing with the returned sheath. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.